Event description:
It was reported that on (B)(6) 2022, a 29mm navitor valve was implanted. Post-deployment, on transesophageal echocardiography (tee), moderate perivalvular leak was observed and an 8mm amplatzer vascular plug was implanted. Post-implant, the patient developed complete heart block and a pacemaker was implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the moderate perivalvular leak and heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.